Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient was preoperatively diagnosed with pseudoarthrosis and nonunion of previous 3-level anterior cervical diskectomy and fusion with chronic neck pain and radicular pain and foraminal stenosis in the cervical spine and underwent the following p rocedures: posterior cervical approach for decompression with laminectomy from c3 to t1 with instrumentation using lateral mass screws in c3, c4, c5, c6 and pedicle screws in t1, posterolateral fusion using bmp and autologous bone from the laminectomy.